Event description:
Caller reported a malfunction on the pump, with a specific error code identified and the pump included in a field correction notice. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support assisted by arranging for the customer's pump to be replaced with one featuring updated software, provided guidance on storage mode, and instructed the caller on returning the problematic pump.